Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient was lost to follow up in 2018, however returned for follow up on or about (B)(6) 2019. Computed tomography revealed a posterior contrast blush. The radiologist interpreted it as a type ii endoleak from an interior mesenteric artery. However, the physician determined it to be a type I distal endoleak. It appeared that the left contralateral leg component did not have sufficient distal seal. On (B)(6) 2019, the patient underwent a reintervention to treat the type I distal endoleak. An additional gore® excluder® aaa endoprosthesis contralateral leg component (plc161000/20743849) was implanted. The endoleak was resolved.